Event description:
Implantation of shoulder prothesis delta cta 3.1 in 2001.revision in (B)(6) 2014 because of pe wear and loosening of metaglene.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.